Event description:
Same case as MDR#6000093-2007-01265. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The physician implanted two taxus express2 stents of unknown size in an unspecified location. An unknown amount of time later, the patient experienced restenosis. No further information was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.